Event description:
The manufacturer became aware of a literature published by northern general hospital, UK. The title of this report is ¿¿a comparison of fibula pro-tibia fixation versus hindfoot nailing for unstable fractures of the ankle in those older than 60 years ¿, published on june 26, 2021, which is associated with the stryker ¿variax distal lateral fibular plate¿. The article can be found at doi: https://doi.org/10.1177/19386400211017373. This report includes analysis of the clinical data that was collected on 68 patients, and the cases in this study range from january 2012 to january 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 2 patients experienced prominent syndesmosis screws, which required reoperation. The report states, ¿the 2 patients requiring reoperation following fpt fixation were both for prominent syndesmosis screws at 5 months post-fpt fixation. ¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged incident could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition unknown.